Event description:
Pt in hosp for peripheral vascular disease. Pt had right profunda arterioplasty, right pfa to peroneal femoral reverse saphenous vein graft. After procedure, pt noted to have hand-sized skin lesion on right buttock. Unknown if pressure sore, bovie burn or burn from hypothermia blanket.